Event description:
Stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the vessel was severely tortuous with severe calcification. It was reported that the physician inadvertently placed the stent graft lower then anticipated. The physician elected to implant an aortic cuff, and the cuff separated from the bifurcated stent graft. The physician then placed another aortic cuff between the first aortic cuff and the bifurcated stent graft. Final angiogram demonstrated there were no endoleaks. No clinical sequelae were reported, and the patient is reported to be fine.